Manufacturer narrative:
Additional information. It was initially reported that the explanted pump was returning for analysis; however, the device was not returned. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, (B)(4) has not been returned for evaluation. The replaced portion of the percutaneous lead (driveline) was returned. The report of low speed hazard alarms and pump stoppages were confirmed per the evaluation of the submitted log file; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured a pump stoppage lasting for several seconds on (B)(6) 2016, which was associated with low speed and low flow hazard alarms as well as driveline disconnected alarms and elevations in pump power up to 10.2 watts. Several additional transient pump stoppages occurred on (B)(6) 2016 and (B)(6) 2016. All low speed/pump stoppage events captured in the log files occurred while the patient was operating on the power module and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 17 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. A few areas of minor breakdown of the metal braided shield were noted on the distal half of the returned driveline segment; however, the braided shield appeared overall unremarkable considering almost 3.5 years of use. Microscopic inspection of the underlying wires did not reveal any areas of compromised wire insulation or damage to the inner conductors along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the driveline was received; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. Approximate age of device - 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. During the hospitalization for treatment of gastrointestinal bleeding on (B)(6) 2016, and it was reported that low speed hazard alarms and pump stoppages occurred. The patient was asymptomatic. Log file review by the manufacturer¿s technical services representative confirmed multiple pump stoppages and driveline disconnected alarms. On (B)(6) 2016, a distal end percutaneous lead (driveline) replacement was performed. After the replacement a pump speed deceleration below the low speed limit occurred with upper body movement by the patient. The patient was then placed on an ungrounded power module patient cable, and the issue could not be reproduced with similar upper body movement. On (B)(6) 2016, the patient underwent a pump exchanged to another lvad.